Event description:
The customer reported temperature light came on last night during a case and then it made a popping noise. The field engineer noted that the system would not boot up. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The fuse was replaced during the service call. The system was tested and found to be working as intended and put back into service.